Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h6. Type of investigation. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total cystectomy procedure on an unknown date and an absorbable hemostat device was used. After removal of the urinary bladder and anastomosis of the ureter, all absorbable hemostat was used in the pelvic floor before the wound closure. The wound was closed without washing. The patient was discharged from the hospital 2 weeks after the surgery. After discharge from the hospital, the patient had a fever and went to see a doctor, and it was confirmed by a CT scan that the area where the absorbable hemostat had been used was black. The fever was caused by an infection at the ureteral anastomosis area. The patient was treated with medication administration and the ureteral catheter was exchanged, and after follow-up, the fever and inflammation had subsided, so the patient was discharged from the hospital again. Although the causal relationship is unknown, the surgeon, surgery, and items used have not changed, and the only difference is that absorbable hemostat is now used, so it may be the absorbable hemostat. The ureteral anastomosis may loosen after the surgery or for some reason, the urine leakage may occur. If the absorbable hemostat remains there, it is possible that the urine adheres to the absorbable hemostat and the area may become a culture medium for bacteria. The operation time was no extension. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. = although we received information that the patients were diabetic, underwent dialysis, and were elderly, it is unclear which of these five cases had which patient background: (B)(4). 2. Was there any intraoperative concurrent use of other products? = we can't get the information from surgeon since the interview time was limited. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? = to address active bleeding. 4. Was the surgicel product left in place? Was the excess irrigated and removed? = left in place. The surgeon understood that the surgicel powder needed to be washed, but it was not washed for hemorrhage prevention purposes etc. 5. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? = yes. 6. What is the patient¿s current status? =the patient was discharged. 7. What is the users experience w/ surgicel powder and other hemostatic agents? =the surgeon has been using surgicel powder for about a year. The surgeon understood that the surgicel powder needed to be washed, but it was not washed for hemorrhage prevention purposes etc. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. What is the lot number? 5. What were current symptoms following the index surgical procedure? Onset date? 6. Were cultures performed? If yes, results? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.